Event description:
Pt being transported via ambulance from the hosp to another hosp-approx 1 hour away. Pt's status was post inferoposterior & right ventricular infarction. Intra aortic balloon pump was plugged into auxiliary power in ambulance for transport. Power failure in ambulance, followed by balloon pump battery failure. Pt went into tachycardia ryhthm at time of failure. Back up procedures were implemented. Ambulance returned to the hosp. With pt remaining stable until following day when transport was accomplished. During incident balloon battery pump said 20 minutes of battery life, a few minutes later it said 10, then almost immediately said 5 mins left. Pump screen then went black leaving pump powerless.